Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot#: v514001, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 15-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient¿s wire moved a long time ago, but the patient could not recall when it occurred. The patient stated they would discuss the issue with their healthcare provider later in the summer or fall. No further device issues and no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the doctor was aware of the wire movement , there was no particular appointment dates related to this. It may have been routinely noted in visit notes during past visit. There was no plans except to remove device upon device failure. The device has failed but still remains in place in the patient.